Event description:
Caller reported the advantage system gave a blood glucose result of "around 175" mg/dl at a time when the customer was symptomatic of hyperglycemia. Daughter called ambulance. Customer was transported to hospital, where result on their system about an hour and half after the test on the advantage meter was "over 500" mg/dl. Customer was treated with insulin and admitted. A request was made for the return of the system and a replacement was sent.